Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with a prostar xl device, using a pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the needles displaced through the skin. The needles were backed down before the device was removed from the patient anatomy. The barrel of the device was at an angle of 45 degrees at the time of needle deployment. A second prostar xl device was used for successful suture placement. The evar procedure was completed and hemostasis was achieved with the second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the needles reported from this lot. Based on a visual and functional inspection of the returned device and on the information reviewed, there is no indication of a product deficiency.